Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2021-15893. It was reported that the patient experienced ineffective stimulation. As such, surgical intervention took place wherein the leads were explanted and replaced with new lead to address the issue. Reportedly, effective therapy was restored post operatively.